Event description:
Reported as "one 20 minute warning of battery going to die alarm". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/aother remarks: n/acorrected data: n/a